Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had too much blood in flashback chamber which caused the blood collection tubes to fill very slowly. No serious injury or medical intervention reported.